Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system with infusion sets, with reports of insulin leaking at one site and one bent cannula; multiple set changes were performed and some insulin appeared to be delivered. Symptoms included dizziness, shakiness, vomiting, and diabetic ketoacidosis with moderate to large ketones. Outcomes included emergency care with hospital admission, intravenous fluids and insulin per dka protocol, and subsequent recovery with resumption of ilet therapy after discharge. Investigation included review of device data, user interview, and troubleshooting and education on site rotation and ketone action planning, and a goodwill replacement of infusion sets. Investigation of this case revealed an unclear cause of hyperglycemia, with possible infusion site or absorption issues; logs indicated intermittent delivery rather than complete occlusion. It was concluded that the event was related to high glucose with hospitalization, that the exact root cause could not be determined, and that the user resumed therapy after education and replacement supplies.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.